Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to surgical causing electromagnetic interference (emi). Currently, the product remains in service and no additional adverse patient effects were reported.